Event description:
Customer reported via phone call to have a blank display screen. Customer's blood glucose was unknown. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Unit received with blank display due to broken trace on interface board. Unable to perform any test due to blank display. Unit had minor scratched lcd window and cracked reservoir tube lip.